Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during a rotator cuff repair the suctions of four vapr coolpulse 90 electrode, 90° suction w/integrated handpiece were blocked before the electrodes were in contact with the patient. The complaint devices were received and evaluated. Visual observation revealed that 6 devices were received in their original and sealed boxes. Also, additional electrode from this lot was received without its original packaging. Due to the failure reported is related to suction, the device will be sent to supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: six devices were returned has part of the complaint and were returned in unopened original packaging, the devices received were from the same lot number. For the electrode that was received without its original packaging, was in a used condition with tissue visible in and around the tip, tissue visible in tip suction port, staining visible in suction tube, no visible damage to the device shaft, handle, cable or plug. During the functional test was performed, the flow test was performed, the six devices were pass. The six devices successfully achieved the flow specification. Visual inspection of the returned devices did highlight that device 1 and 5 had a single fibre on the active tip. For the used electrode, the electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance, and hipot active return), as a result all parameters passed. The device was functional testing using the vapr vue generator gml 4854/2, the test included different values as generator connection, flow rate test and activation test and flow rate (post activation) as result, flow rate and flow rate (post activation) were fail, the remaining test were pass. Further investigation: multiple attempts to free the blockage was conducted; including a positive pressure applied to the suction path of the devices, along with a negative pressure, and both conducted whilst activating the devices. None of these attempts were successful in clearing the blockage to restore the flow rate within specification. To confirm the location of the blockage, a thin gauge wire was inserted into the suction tube of the devices and fed up the suction path until the blockage was reached. This confirmed that the blockage was at the proximal end of the active suction tube and was caused by uv glue. The blockage was approx. 20mm inside the active suction tube supplier summary: it was reported via complaint submission tool that during a rotator cuff repair the suctions of four vapr coolpulse 90 electrode, 90° suction w/integrated handpiece were blocked before the electrodes were in contact with the patient. These devices were not returned so preventing investigation of the actual complaint devices. The customer instead returned six unopened devices from the same lot number for evaluation. The devices were subjected to flow tests against specification. All six devices achieved the required flow specification. For the electrode used, the customer claim that the suction tube was blocked was confirmed. The investigation established that the suction path was blocked at the proximal end of the active suction tube. The blockage was resultant of uv glue migrating into the suction path. From our investigation we were able to confirm the reported suction failure with returned complaint device. The complaint failure mode seen has been caused by uv glue within the active suction tube and consistent with other complaint devices investigated under a CAPA. Further investigation into this failure is being conducted under the CAPA with process improvements under review. As this failure mode is still currently under investigation this complaint will be added to the scope of the CAPA. A manufacturing record evaluation was performed for the finished device lot number: [u2003062], and no non-conformances were identified. Depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a rotator cuff repair procedure on (B)(6) 2020, it was observed that the suction of the vapr coolpulse 90 electrode, 90¿ suction w/integrated handpiece device was blocked. A new electrode was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was ;provided.